Event description:
During follow-up, the device could not be interrogated and there was no magnet response. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.

Event description:
During follow-up, the device could not be interrogated and there was no magnet response. Premature battery depletion was suspected. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Additional information was requested but was not available.

Event description:
During follow-up, the device could not be interrogated and there was no magnet response. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of premature battery depletion and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.